Event description:
It was reported to boston scientific corporation that a lynx suprapubic mid-urethral sling system, model was implanted on (B)(6) 2008. According to the complainant, post-procedure, the patient presented with unspecified complications. Additional information received from the physicians' office noted that a gynemesh was placed over the patients' bladder during the same procedure as the lynx. Over a period of time the gynemesh failed and an avaulta mesh was implanted to replace it. On (B)(6) 2011 an area of eroded avaulta mesh was removed from the patient. The physician last saw the patient on that date and stated that throughout treatment he note no complications due to the implanted lynx. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.